Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level 145 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer change the battery and got failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.